Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative found the battery was defective and recommended that it be replaced. A quote was issued for the repair but has not been accepted by the customer.

Event description:
The hospital reported that, during patient use, no battery backup message showed on the display. The mechanical ventilation was stopped. There was no reported patient injury.